Event description:
No injury to the patient. The device was not used, after it was determined to have a tear in the shield. The device was flushed with heparinized saline while in the packaging unit by the physician. He noticed the tear in the shield, and it would not be used. It was taken off of the field. The shield was in the original package.